Event description:
Information received by medtronic indicated that the customer identified that crack on the back side of the pump. The troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The pump will be returned for analysis.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully utilized thump to download history files and traces. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 critical handling alarms on (B)(6) 2022 at 14:38:33.00 and twice on 14:39:10.00 with variable 12 in the detailed trace. Pump error 63 variable 12 alarm due to arm watchdog error. The pump was cut open to perform visual inspection and found a corroded home switch and moisture damage on pcba 1, pcba 2, motor, and force sensor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, missing display window cover, scratched case, cracked case (battery tube). Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm due to hardware error on the arm watchdog. Pump exposed to moisture confirmed on the pcba 1, pcba 2, motor and force sensor. Cosmetic damage was confirmed at the back of the pump during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.